Event description:
Reporter called on behalf of her mother who is currently in the hosp and unavailable. Reporter stated that about two years ago her mother received the er1 message but reporter does not know exact details. Reporter believes her mother retested and received a satisfactory blood glucose reading and adjusted her insulin accordingly with no problems.